Event description:
A (B)(4) study patient suffered a peri-procedural mi. The indication for the procedure was the positive functional exam and angina. Angiography revealed a 95% stenosis in the mid lad with timi 3 flow and 95% stenosis of the mid rca with timi 3 flow. In (B)(6) 2010, the index procedure was performed to treat two index lesions and one non-index lesion. The first lesion treated was the mid lad, pre-dilation was done and placement of two cypher stents in an overlapping fashion and post-dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. A non-target lesion in the ostial 2nd diagonal was treated with a kissing balloon. The site reported 0% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the mid rca, pre-dilation was done and placement of one cypher stent and post-dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Peri-procedure ck was 53, ckmb was 2.4 and troponin was 0.01. The next set of enzymes drawn revealed ck was 80, ckmb was 3.1 and troponin was 0.02. The final enzyme values were ck was 102, ckmb 4.5 and troponin was 0.4. The site reported no mi. He patient was discharged the day after the procedure on dual anti-platelet therapy. Additional information was received on (B)(4) 2012, via (B)(6). (B)(6) determined that the patient experienced a peri-procedural mi based on the cardiac enzymes.

Manufacturer narrative:
Concomitant medications: aspirin 81mg qd, atorvastatin 40mg qd, prinzide 10/12.5mg qd, carvedilol 25mg bid and insulin 100 unit/ml qd. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00110, 3003742446-2012-00111, and 3003742446-2012-00112.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including pci 2005, dyslipidemia, hypertension and diabetes. The indication for the procedure was the positive functional exam and angina. Angiography revealed a 95% stenosis in the mid lad with timi 3 flow and 95% stenosis of the mid rca with timi 3 flow. In (B)(6) 2010, the index procedure was performed to treat two index lesions and one non-index lesion. The first lesion treated was the mid lad, pre-dilation was done and placement of two cypher stents in an overlapping fashion and post-dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. A non-target lesion in the ostial 2nd diagonal was treated with a kissing balloon. The site reported 0% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the mid rca, pre-dilation was done and placement of one cypher stent and post-dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Peri-procedure ck was 53, ckmb was 2.4 and troponin was 0.01. The next set of enzymes drawn revealed ck was 80, ckmb was 3.1 and troponin was 0.02. The final enzyme values were ck was 102, ckmb 4.5 and troponin was 0.4. The site reported no mi. The cec committee has adjudicated that the rise in cardiac enzymes reveals an arc peri-procedural event and the code for mi has been added to the file. The patient was discharged the day after the procedure on dual anti-platelet therapy. Approximately one month post procedure, the patient presented to the doctor's office with complaint of groin bleeding, this has been captured as a non-complaint. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095731 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.